Manufacturer narrative:
The customer's calibration data was acceptable. The customer's qc results were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were identified. The customer performed a sample probe cleaning and tested qc with failing results. He replaced the sample probe and repeated qc with failing results. The field service engineer reinstalled the rinse tubing. After service, the customer performed qc with passing results and no further issues were reported. The investigation determined the service actions resolved the issue. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. The customer stated that the patient's sample was "grossly" lipemic. The customer confirmed the initial glucose result was reported outside the laboratory. The customer treated the lipemia in the patient's sample and performed repeat testing on a cobas 4000 c (311) stand alone system. The patient's initial glucose result was 302 mg/dl. The patient's repeat glucose result on the cobas 4000 c (311) stand alone system was 165 mg/dl. The customer determined the repeat result was correct and a corrected report was provided. The glucose reagent lot number was 471635 with an expiration date of 30-jun-2021.